Event description:
It was reported that during attempted implant of the left ventricular (lv) lead the physician was unable to find a position with adequate threshold and without diaphragmatic stimulation. Therefore the lv lead was removed and not replaced as the system was changed from a bi-ventricular attempt to a dual chamber implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed.)